Event description:
It was reported that "needle tip breaking off." Sales rep reported when called that the tip and needle broke off on the last suture used to close a total knee. The tip and needle were retained and will be sent back by the rep for eval. The case was completed with that suture before the tip broke. (B)(4).

Manufacturer narrative:
Method: - the actual product involved with the incident reported was received. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the reported lot reviewed. At the time of this report, info from the supplier has not been received. The needle supplier has been made aware of this complaint for a continued investigation. Sample will be evaluated by the needle supplier upon receipt of sample eval. We will provide a f/u containing the results of the eval. Reference: complaint #(B)(4)(ethicon complaint #(B)(4)); item #sxpd2b405 stratafix spiral pdo knotless tissue control device - 2 ctx #2 pdo 36 x 36, lot mdha410.